Event description:
It has been reported to philips that the system did not boot back up after a routine shut down. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up after a routine shutdown. Upon troubleshooting, fse checked ups and found that there was communication error, system software was corrupted, x-ray pc and suite pc failed after software upload. To resolve this issue, fse performed the tube adaptation and reloaded the system software and backup. After that, the system was returned to use in good working order.